Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive review. The root cause is due to a defective processor board likely due to aging. The autopulse platform is a reusable device and was manufactured in february 2011 and is almost 9 years old, well beyond the expected service life of five years. During functional testing, the platform failed due to a system error, (latch error 136 - internal parameter corrupted) was observed upon powering on the device. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, following issue were observed: not functional lcd backlight, corroded top blue case cover metalized coating was observed due to fluid ingresses, the screws are missing from the platform's cover, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, damaged load plate cover, head restraints wire was cut/damaged and front enclosure was cracked. These types of physical damage on the platform is likely attributed to wear and tear or as a result of damage sustained by user mishandling. A review of the archive was performed and the archive data shows error 136 (internal parameter corrupted), thus confirming the reported complaint. Additionally, during the service, the platform displayed user advisory (ua) 16 and user advisory (ua) 27 (encoder fault (>3000 rpm) errors likely due to wear and tear, these issues were unrelated to the reported complaint. The drivetrain and the power distribution board were replaced to address the errors. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform serial number (B)(4).

Manufacturer narrative:
Zoll has not received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4)) displayed an error message "system error, out of service, revert to manual CPR". No additional information was provided. No patient involvement.